Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have failed the energy recognition test. A visual and manual inspection displayed no signs of physical damage. The instrument was not fully functional. The initial findings were not confirmed. The instrument was re-installed on an in-house system and passed engagement and recognition tests. Once the neutral pad was correctly installed, the generator recognized the monopolar cautery instrument. The instrument failed to deliver energy upon repeated activation. The instrument was then tested for continuity and failed. The instrument was disassembled and the conductor wire break was isolated to the distal end. Upon disassembly, the conductor wire was found to be broken inside the yaw pulley at the crimp. Thermal damage was observed on the distal yaw pulley, near the crimp location. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation. The probable root cause of thermal damage is primarily attributed to device design. Conductor wire management issues can result in damage to the conductor wire, which may allow a possible arc path during air firing. Clinical use of monopolar energy can also result in thermal damage if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm permanent cautery hook instrument (pch) was not conducting energy. The procedure was completed with no reported injury.